Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 1 open cassette. Analysis and results: there is no previous complaint of this code batch. There are no units in stock. Received one open and used cassette. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Tested the knot pull tensile strength of the cassette received and the results fulfills the OEM requirements. Final conclusion: complaint is not justified. Actions on product: distributed of this reference/batch:, based on the conclusion derived from investigation, it is not required to take an action on distributed product. The customer will receive a credit note for one cassette as a quality courtesy. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). Cow dead after 2 days: peritonitis because of break of catgut thread. Breaking catgut of uterus. Thread broke after surgery.